Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer¿s blood glucose level was 485 mg/dl at the time of the incident. The customer reported that the patient was at hospital right now with the pump. Last night customer was running over 400 mg/dl and had ketones and nausea. The customer ended up at the hospital today. The patient's current blood glucose was 193 mg/dl. The customer was treated with intravenous fluids and manual injections. Based on customer report customer does not allege pump was under delivering. The customer was unable to perform high pressure test at this time. The customer was advised to callback to perform high pressure test. The customer called back to perform high pressure test and it passed. The insulin pump will be returned for analysis.